Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Translated: silicone prosthesis is broken, was only implanted last year pat. Was operated again today, because you had to remove the prosthesis.

Manufacturer narrative:
The product was returned. Visual examination confirms the device has fractured through the waist region.